Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2009 and a sling was implanted. The pt experienced multiple complications, including erosion, formation of scar tissue, add'l surgeries and neurologic compromise to her structures and tissues. No add'l info has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-02848. The same patient is represented in each medwatch.

Event description:
It was reported by an attorney that the patient underwent transvaginal sling lysis on (B)(6) 2010 due to partial urethral obstruction after prior mesh implantation procedure.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with mesh removal and cystoscopy due to sul. It was reported that patient underwent mesh revision/removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
The initial medwatch and supplemental medwatch reports were sent to the FDA via usps. This supplemental medwatch report is being submitted electronically.